Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient lost stimulation after a car accident months ago. The patient had surgery to revise the system. Reportedly the patient had stimulation on after the surgery.